Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire interacted with the patient¿s moderately calcified, moderately tortuous, and 95% stenosed lesion during use, resulting in the reported difficulty during advancement and removal. Additionally, it is likely that manipulation of the wire, when resistance was met, contributed to the reported peeled polymer. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B5: describe event or problem: updated

Event description:
Subsequent to the initially filed MDR report it was stated the material which came off was black. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the obtuse marginal coronary artery with moderate calcification, moderate tortuosity and 95% stenosis. The lesion was pre-dilated and the balance middleweight universal ii guide wire was advanced; however, the wire got stuck multiple times during advancement and removal with the anatomy, and showed high friction. It was observed that some of the coating was lost. Another wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.